Manufacturer narrative:
It was reported that the patient received a head contusion, a laceration over their eye, and briefly lost consciousness as a result of the cot tip. It was unknown whether the patient received treatment for the injuries. It was also stated that a different ambulance was dispatched to bring the patient to the hospital, but the delay did not result in an escalation of the condition of the patient.

Event description:
It was reported that the cot tipped over causing injury to the patient .